Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds from a progressive rise. No action was taken as a result of this event, and no action is planned. The lead remains in use. The patient is a participant in the system (B)(6) study. No patient complications have been reported as a result of this event.